Manufacturer narrative:
By checking the DHR of the involved lots, no pre-existing anomaly has been found. This is the first and only complaint received on these lot numbers. A final report will be submitted once the investigation is complete. We submit a final MDR when the investigation is complete.

Event description:
Shoulder revision surgery performed on (B)(6) 2025 due to infection. The following devices were implanted in the previous surgery, performed on (B)(6) 2025: · smr reverse hp glenosphere 44 mm (product code 1374.50.440, lot #2512625 - ster. 2500090) · smr reverse hp liner short (product code 1362.09.010, lot #2510318 - ster. 2500108) · bone screw ø6.5 h.35mm (product code 8420.15.040, lot #2414295 - ster. 2400126). Sold in us. · bone screw ø6.5 h.35mm (product code 8420.15.040, lot #2419835 - ster. 2400171). Sold in us. · smr uncemented glenoid # std (product code 1375.20.010, lot #2510276 - ster. 2500099) · smr reverse finned humeral body (product code 1352.15.050, lot #2504866 - ster. 2500071). Sold in us. · smr connector small std (product code 1374.15.310, lot #2508622 - ster. 2500087). Sold in us. · smr cemented revision stem ø15 mm (product code 1309.15.156, lot #1921189 - ster. 2500108). Sold in us. Only the smr reverse hp glenosphere 44 mm and smr reverse hp liner short were explanted and replaced during the revision surgery. Patient is male, 73 years old. Event happened in australia.

Event description:
Shoulder revision surgery performed on (B)(6) 2025 due to infection. The following devices were implanted in the previous surgery, performed on (B)(6) 2025: · smr reverse hp glenosphere 44 mm (product code 1374.50.440, lot #2512625 - ster. (B)(4)). · smr reverse hp liner short (product code 1362.09.010, lot #2510318 - ster. (B)(4)). · bone screw ø6.5 h.35mm (product code 8420.15.040, lot #2414295 - ster. (B)(4)). Sold in us. · bone screw ø6.5 h.35mm (product code 8420.15.040, lot #2419835 - ster. (B)(4)). Sold in us. · smr uncemented glenoid # std (product code 1375.20.010, lot #2510276 - ster. (B)(4)). · smr reverse finned humeral body (product code 1352.15.050, lot #2504866 - ster. (B)(4)). Sold in us. · smr connector small std (product code 1374.15.310, lot #2508622 - ster. (B)(4)). Sold in us. · smr cemented revision stem ø15 mm (product code 1309.15.156, lot #1921189 - ster. (B)(4)). Sold in us. Only the smr reverse hp glenosphere 44 mm and smr reverse hp liner short were explanted and replaced during the revision surgery. Patient is male, 73 years old. Event happened in australia.

Manufacturer narrative:
Investigation: checking the sterilization charts of the involved lots #, no pre-existing anomaly was found. All the products with those lot #s have been properly sterilized before being placed on the market. Device analysis: no physical analysis of the involved devices has been performed, as the explanted components were not returned to limacorporate. In the absence of returned parts, it is not possible to verify potential manufacturing defects, material anomalies, or signs of mechanical damage that could have contributed to the event. However, the review of sterilization and production records for the implicated lots did not reveal any deviations or anomalies that could indicate a product related issue. Based on the available information, the data do not support the conclusion that the infection related revision was caused by a defect in the device or its manufacturing process. Therefore, the available evidence suggests that the event cannot be attributed to a product related root cause, although the limited information prevents a definitive and exhaustive determination of the underlying cause. Pms data: over the past three years, 23 similar revision cases were reported out of 3985 smr reverse prostheses sold in australia (0.58%), and 51 similar events were reported out of (B)(4) units sold worldwide (0.06%). Based on the root cause analysis performed and according to the relevant pms data, no corrective actions required for this specific case. Limacorporate continues monitoring the market to promptly detect any similar issue. Please note this is the final MDR.